Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was a loose contact in the rf connector on the link electronic module (lem) circuit board of the programmer. It was also noted that the display cover was cracked. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the connection for the radiofrequency (rf) head was broken. The programmer was returned for servicing. No patient complications have been reported as a result of this event.